Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).evaluation:method - lens work order search.results - visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2015a silicone aspheric three piece lens but the surgeon indicated the lens wouldn't sit right in the patient's eye. There was patient contact. Additional information was requested but the facility was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.